Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 305891 lot 1905013 to investigate for this record. As a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd understands the leakage could have taken place because of a defective hub connection because of a connectivity issue linked to incorrect luer dimensions or any damage in the syringe tip. It may also be related to the handling of the product as some adjustment between the devices by the end user. As this is the first time this lot has been reported for this defect and the device history review shows no abnormalities during the needle manufacturing process, no corrective actions are required at this time.

Event description:
It was reported that an unspecified number of 25 g x 1 in. Eclipse needles smartslip experienced leakage during use. The following information was provided by the initial reporter: we would like to inform you about the application of the vaxigrip tetra 2019/2020 influenza vaccine in use with bd eclipse needles and a possible system leakage during the administration of the vaccine. In our company medical outpatient department, there were repeated incidents that the system did not close tightly and vaccine emerged during administration.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 25 g x 1 in. Eclipse needles smartslip experienced leakage during use. The following information was provided by the initial reporter: we would like to inform you about the application of the vaxigrip tetra 2019/2020 influenza vaccine in use with bd eclipse needles and a possible system leakage during the administration of the vaccine. In our company medical outpatient department, there were repeated incidents that the system did not close tightly and vaccine emerged during administration.